Event description:
It was reported by a healthcare professional in china that the meniscal applier, omnispan device had an unspecified malfunction. During in-house engineering evaluation, it was determined that a needle was stuck on the spring pusher on the device. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. The needle with the second plate was returned. On visual inspection, it was observed that the needle is stuck on the gun's spring pusher. The spring pusher was pulled, and its stiffness is lost. A manufacturing record evaluation was performed for the finished device lot number: 8l94373, and no non-conformances were identified. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to the needle was not firmly attached to the gun shaft connector, therefore when performing the second shot the needle was detached due to the force of the spring pusher and the second shot was missed. However, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.